Manufacturer narrative:
D10 concomitants: (B)(6), 132-40-53 - nv gxl liner lipped 40mm ID, group 3 cups, (B)(6), 164-01-14 - element-stem, collarless w/ha, std offset, sz 14, (B)(6),170-40-07 - biolox delta femoral head 40mm od, +7mm, (B)(6), 180-01-58 - nv crown cup clstr hole 58mm group 3. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's left hip was revised approximately 5 years 2 month post initial operation. The patient returned to the surgeons office with complaints of pain and dissatisfactions with their hip. Upon examination the patient has acetabular polyethylene wear and had a recalled implant. The patient underwent a full acetabular cup revision to a competitors device. The femoral stem was stable despite osteolysis shown around the stem on x-ray and a new femoral head and adaptor sleeve was used. Due to polyethylene wear and osteolysis behind the acetabular cup the patient had to undergo a full acetabular cup revision requiring bone graft substitute. Two femoral head allograft's were used to fill in the acetabular osteolysis holes. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, d4, h4, h6 . MDR section codes updated/corrected: b, e, f, g. The product associated with the reported event is within the scope of recall z-1732-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The most likely cause for the revision reported due to early prosthesis wear and osteolysis is a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed on the provided radiographs and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.